Manufacturer narrative:
(B)(4). Citation: kedev, sasko. Minimalistic approach for transcatheter aortic valve implantation (tavi): open vascular vs. Fully percutaneous approach. Prilozi. 2019;40(2):5-14 doi 10.2478/prilozi-2019-0009 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an open vascular approach for transcatheter aortic valve implant verses a fully percutaneous approach. All data were collected from a single center between december 2014 and february 2018. The study population included 54 patients (predominantly female, mean age 75 ± 7.2 years). All patients were implanted with medtronic corevalve or evolutr transcatheter bioprosthetic aortic valve (no serial numbers provided). Among all patients, adverse events included: cerebral vascular accident (cva), bleeding, conduction disturbance treated with a permanent pacemaker, atrial fibrillation (afib), moderate aortic regurgitation, inadequate frame expansion treated with a post implant balloon aortic valvuloplasty (bav), cardiac perforation, and cardiogenic shock. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.